Event description:
It was reported that during an operative hysteroscopic procedure performed in (B)(6) 2026 for the treatment of complex synechia, a foreign body described as resembling metal or bakelite hysteroscopic equipment was identified and removed from the patient. A pathology report was not available at the time of this report. No pelvic pain was reported; however, infertility and recurrent synechia persisted. It is unclear whether these conditions are related to the identified fragment, which may have been partially or completely present prior to removal. The patient is currently reported to be in good general health and undergoing treatment for infertility. Based on the description and photograph provided by the customer, the foreign body is believed to be consistent with the distal ceramic insulation component (insulation beak) of an inner sheath, located at the distal end of a reusable endoscopic sheath. At the time of this report, the specific model number and manufacturer of the device were under investigation and have not been confirmed. Multiple attempts have been made to obtain additional information and confirm product identification from the customer; however, no response has been received to date. On april 1, 2026, additional information became available, indicating the customer had previously ordered an olympus resectoscope inner sheath. Based on this information, it is suspected but not confirmed that an olympus device may be involved. The investigation remains ongoing. A supplemental report will be submitted if additional information becomes available.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. B3; date of event was reported to be february, 2026. D4: as the model number of the device in use is currently unknown, the identified model number was determined to be the most likely based on the customer¿s order history. H10; follow-up information from the customer clarified that the product retrieved from the patient is not the resection loop electrode referenced in the associated manufacturer report.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Updated field: h11 the specific date of the event is unknown; therefore, the known month and year of the procedure have been documented as the event date. If additional information becomes available indicating that the event date differs from the procedure date, it will be provided in a supplemental report. Olympus will continue to monitor field performance for this device.